Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed over-sensing post-paced t-waves on the patient's implantable cardioverter defibrillator (ICD). The patient was asymptomatic. The physician performed programming changes. The patient was stable throughout.